Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicates that the patient had an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes and h6: device codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.